Event description:
This complaint is being created as part of a further corrective action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product 2 way tiemanc sec foley catheter size 16x10. Customer complaining:" " non deflation. At the prior test before use, it was impossible to inflate and deflate the balloon."

Manufacturer narrative:
This complaint was identified during our retrospection review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #7 from (B)(4)). Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. Report to FDA on january 26, 2013.